Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision to take place on (B)(6) 2013, asr xl - left, reason(s) for revision: pain. Bilateral patient. (B)(4) for right hip. Added revision date: (B)(6) 2013. Added product record for corail stem.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint ¿ asr revision to take place on (B)(6) 2013, asr xl - left, reason(s) for revision: pain. Bilateral patient. See dint (B)(4) for right hip. Update received: (B)(6) 2013 - added revision date: (B)(6) 2013. Update received (B)(6) 2017- added product record for corail stem. . This complaint was updated on (B)(6) 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.